Manufacturer narrative:
D4: lot #: the reported lot dr25828086 is not recognized by the system. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line of a homechoice cassette. This occurred during dwell one of two of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.